Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. Device was programmed with basal rate and monitored two days. Several bolus were also delivered. Device delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible over delivery anomaly noted. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. Device passed the delivery accuracy test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump alarmed no delivery and blood glucose was high. The customer¿s blood glucose level was 7.6 mmol / l at the time of the incident. The customer reported that it had happened several times and they have changed tubing and set but it did not solve the problem. The customer reported that she feels very unsure about the pump as her son ends up with high blood glucose and does now feel that they cannot trust the pump. The insulin pump will be returned for analysis.